Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meters were returned for investigation where they were tested using retention batteries, the same lot of retention test strips, and retention controls. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Meter serial number (B)(4) results: level 1: 45 mg/dl, 46 mg/dl, and 44 mg/dl, level 2: 303 mg/dl, 302 mg/dl, and 295 mg/dl. Meter serial number (B)(4) results: level 1: 44 mg/dl, 46 mg/dl, and 44 mg/dl, level 2: 300 mg/dl, 301 mg/dl, and 293 mg/dl. All returned results are within acceptable range.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accuchek inform ii meter serial numbers (B)(4). At 4:29, an arterial sample was collected from the patient and tested using meter serial number (B)(4), resulting with a glucose value of "hi" (> 600 mg/dl). At 4:30, an arterial sample was collected from the patient and tested using meter serial number (B)(4), resulting with a glucose value of "hi" (> 600 mg/dl). At 4:35, a sample collected from the patient was tested using an unknown laboratory method, resulting with a glucose value of 169 mg/dl. At 6:09, an arterial sample was collected from the patient and tested using meter serial number (B)(4), resulting with a glucose value of 303 mg/dl. At 6:15, a sample collected from the patient was tested using an unknown laboratory method, resulting with a glucose value of 145 mg/dl. At 9:03, an arterial sample was collected from the patient and tested using meter serial number (B)(4), resulting with a glucose value of 284 mg/dl. At 9:10, an arterial sample was collected from the patient and tested using meter serial number (B)(4), resulting with a glucose value of 491 mg/dl.